Manufacturer narrative:
(B)(4). Additional information: batch # = l52x26. The long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event as you stated "the device stayed jammed and has damaged the tissues". Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What troubleshooting steps were attempted to remove the device from the tissue (squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws of the device eventually open? If no, how was the device removed? How was the damage to the tissue repaired? Was there any bleeding noted? If yes, how much blood loss was there (mls)? If yes, was a transfusion required? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current patient status?

Event description:
It was reported that during an unknown procedure, when using the device, it was impossible to staple. The device stayed jammed and has damaged the tissues. Device remained closed on the tissue. The device was used with a gold cartridge. Another like device was used to complete the procedure.